Manufacturer narrative:
System analysis/service repair on february 11, 2015: the reported "no aim beam, no power pressing the footswitch" issue could not be reproduced and no failure was found. The laser was tested the service engineer's fiber and he could see the aim beam with the laser. The pm was completed and all of the calibrations were performed. The system was tested using auto test to check if it was a shutter problem. The system was verified to meet manufacturer's specifications.

Event description:
Information as it was reported to ams indicates that the "foot switch was not working" indicative of a system malfunction during a procedure. The customer was unable to resolve the issue that occurred and the case was completed by an alternative procedure (turp). Patient outcome: there was no report of a patient or user injury.